Event description:
The hlth care professional (hcp) reported that the pt was admitted to the hosp with a fever and an altered mental status. This was the first occurrence of the symptoms. From what they could tell, the pt's pain was still being covered. The hcp reported that there was a possible infection; the location of the infection was not specified. There were no pump alarms. The intrathecal drug prescription had been confirmed; the correct concentration, drug and dose were programmed. The pt's last refill was 2008; the pt had not had any issues. Pump reports had been obtained; the event logs were normal and the correct programming was used. The pump was used to deliver morphine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.